Event description:
The pt reported that the infusion device does not turn on and that the buttons of the device are not functional. She changed the battery and was unable to resolve the issue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.